Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that patient had a fever and they did not know where it was from. It was reported that patient had chronic urinary tract infections (utis) , patient had a fever in recovery and they did not know if it was from the surgery or if patient had a uti going on. It was stated that an infection had been confirmed, and they were doing a culture to find out what kind of infection. It was reported that the patient's heart rate was high, clammy and had fever after surgery. It was noted that IV antibiotics were administered to resolve the issue. Poor coupling was reported, further stating that the patient could not get any bars on the recharger. Prior to the report, it was reported that patient was using a holster. During the call, the antenna was repositioned over the ins, turned the antenna dial through all 4 positions. Caller was asked to ensure the belt was positioned properly -if used and antenna locator feature was reviewed, and al was attempted. Then the caller attempted a recharge session, and the issue was resolved. Patient was able to get 6-8 bars and al resolved the issue. The importance of antenna placement and charging over thin material-not bulky clothing was reviewed. It was also noted that patient got implanted on wednesday and the caller was told that coupling could be difficult since they just got implanted and patient was still healing. It was also reported that patient got a rechargeable device due to nor mal battery depletion. On (B)(6) 2018, patient called back and reported that they got the recharger and was all connected and charging, further stating that since they had been home from the implant surgery and using the recharger, they had never gotten the implant to completely charge where they would get the charge complete screen that they should get if the battery was completely charged. It was reported that patient would be sitting for about an hour and never gets to charge completely. Patent was asked if they got all eight coupling bars shaded when charging and it was stated that sometimes only two coupling bars would be empty, meaning patient gets six coupling bars shaded but it would be connected. It was stated that at the time of the report, the patient had all coupling bars shaded, further mentioning that it looked like it was 3/4 full. It was reported that the other day the patient recharged for about an hour and confirmed an hour was the longest they had tried charging because patient needed to stop charging so they could go to the bathroom or do other things. It was reviewed that the last 1/4 takes the longest amount of time to charge and caller may want to charge longer than an hour, and patient reported that it was always on the 3/4 charge level mark, patient asked if charging only 3/4 would affect settings/limit the efficiency of the therapy and the requested information was reviewed. Caller stated they would try to charge for more than an hour but will stop the charge because it's time for patient to go use the bathroom and because patient has been sitting recharging for an hour. It was reported that it was frustrating to begin with and it was very difficult to keep the antenna in place to where it was all eightbars or up. It was reported that patient did not have to recharge because they had a non-rechargeable battery and so recharging was not part of their daily routine. It was recommended for patient to call back if they had any further questions. No further patient complications were reported/ anticipated as a result of this event. On 2018-apr-30 patltr (con): additional information was received from the consumer stating the patient met with the manufacturer representative who walked them through some steps but the situation was still the same. It was reported it still had never charged to 100%. The patient reported they were told it might work better after the swelling from surgery went down but it still had not charged to 100%.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.